Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door failed to open. A field service engineer confirmed that there is no remote manager at this location. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation system remote manager had door failed to open when they were trying to get meds for a patient. The customer mentioned they were able to get medication from other station. There were no adverse events or injuries reported based on this event.